Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted devices will not be return due to facility policy.